Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The consumer informed the company that the product was not available for return.

Event description:
Consumer called stating brush heads fall apart in mouth. No injury was reported.